Event description:
It was reported that a spectrum infusion pump had a constant door not fully latched error. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the door not fully latched error. The device was operating out of specification. Past repairs have shown the upper and lower auxiliaries to be the failing components. The upper and lower auxiliary assemblies were replaced.